Manufacturer narrative:
Manufacturer's investigation conclusion: the root cause of the reported alarms was confirmed during the evaluation of the returned modular cable. The examination found green and white debris in the inline connector, indicative of oxidation / corrosion from fluid ingress. Identical debris was also observed on the returned pump cable inline connector (reference MFR. Report # 2916596-2020-04877). The two o-rings that seal the inline connection were present and properly seated within their corresponding grooves inside the modular cable inline connector. The cable passed manufacturing test procedure. The modular cable and the returned portion of the pump cable were used to operate a test pump on a mock circulatory loop and the system functioned as intended with no atypical alarms. After functional testing, the modular cable inline connector was cut open to inspect the potting on the distal side of the connection. Visual inspection under a microscope found no further evidence of corrosion or defect that could have contributed to fluid ingress. Although the reported alarms were not able to be reproduced during testing, fluid ingress around the inline connector electrical contacts would have caused increased electrical resistance and electrical shorts, resulting in the driveline power fault and driveline communication faults confirmed in the submitted log files. The cause of the fluid ingress could not be determined. The patient remains ongoing on vad support and no further issues have been reported since the pump cable repair. Heartmate 3 lvas IFU and patient handbook contain a section entitled ¿caring for the driveline.¿ this section provides information on driveline care and cleaning. The labeling warns never to submerge the driveline, system controller or any external system components in water or liquid. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The alarms and troubleshooting sections explain all system alarms and the recommended actions associated with them, including the driveline power fault alarm. The equipment maintenance section of the patient handbook explains that, as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer report number: 2916596-2020-04877. It was reported that the patient's system controller presented with driveline power fault alarms on 24sep2020. Tech services reviewed the submitted log files and confirmed the power faults. Tech services recommended exchanging the modular cable and system controller to try and resolve these events if the patient could tolerate a brief pump stop. The modular cable and system controller were exchanged on (B)(6) 2020 but the driveline power fault remained active. A self test was performed without any effect. Additional log files were submitted and tech services confirmed that the driveline power faults persisted after the equipment exchange. The account noted there was visible oxidative corrosion on a few of the pins of the old modular cable at the modular cable - percutaneous cable connection. The account followed up with more log files on 25sep2020 and noted the appearance of driveline communication faults in addition to the active driveline power faults. Attempts to clear the alarms via the system monitor caused recurrence of each issue. A self test did clear the communication fault but not the power fault. The power faults seemed to recur every 2 seconds even after using the system monitor to clear them. The team was concerned about potential pump stops. Additional log files were submitted on 07oct2020. Tech services observed continued driveline power faults throughout entire log file. An external driveline repair is being planned pending FDA approval.